Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes the stopper there was a stopper that was yellow mixed in with tubes in tray. The following information was provided by the initial reporter: customer found an edta tray, that had a tube with a yellow cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes the stopper there was a stopper that was yellow mixed in with tubes in tray. The following information was provided by the initial reporter: customer found an edta tray, that had a tube with a yellow cap.